Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: a trend has been previously identified for the issue "thread defect" and has already been addressed. Therefore a design change for the straight impactor was implemented in 2013: update of material specifications of the thread, from non hardenable to hardenable stainless steel. Review of event description: it was reported that the allofit cup could not be fixed intraoperatively onto the setting instrument after the first impaction. It was not possible to have a new screw on in situ. The threads could not be fixed in the allofit cup anymore. Review of received data: no medical data such as surgical notes or any other case-relevant documents received. Devices analysis: two allofit impactors with lot# 15.194536 and lot# 10.572920 were returned for investigation. The visual examination showed that the impactors have some impaction signs on the handle, but otherwise only slight signs of usage are visible. The threads seem to be functional for both impactors. Functional test: a functional test was performed with the two allofit impactors and two allofit cups of different designs (ref# 4245 and ref# 00-8755-064-02 ). Both cups could be screwed without any problems on the impactors. The threads seem to be fully functional. Root cause analysis: root cause determination using rmw: - instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance: not possible. A systematic issue with design would have been detected as part of a trend review. - instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient. Possible, as it was previously identified that the thread material was weak. Therefore a design change for the straight impactor was implemented in 2013: update of material specifications of the thread, from non hardenable to hardenable stainless steel. This only applies for the impactor with lot 10.572920, as the impactor with lot 15.194538 was manufactured with an improved material after the implementation of the design change. However, the visual examination showed no damage of the thread. - instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition. Possible, as thread of the cup might be damaged after first impaction. Therefore the impactors could not be screwed on once more. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling. Possible, as it cannot be excluded based on the available information. - instrument breaks or deforms due to off-label / abnormal-use. Not possible, instruments do not show any signs of an abnormal use. Conclusion summary: two impactors were returned for investigation. The functional test showed that the threads of the impactors seem to be fully functional. Therefore it can be suspected, that either the thread of the allofit cup was damaged after the first impaction or soft material like bone might have been in the thread, making another screw on impossible. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review. It was mentioned by complainant, that the devices will be returned for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that a patient was implanted with an allofit cup using an allofit, impactor, straight on (B)(6) 2017. After the first impaction the allofit impactor could not be screwed on the cup intraoperatively once again as the threads did not function anymore. The surgery was successfully completed with another device.